Event description:
A consumer reported her son experienced a double eye infection 10 years ago while using this product. The consumer declined to provide any additional info.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested via phone on 06/08/2011 and 06/16/2011. (B)(4).